Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test and the sensor failed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the day prior to the call, she went to the emergency room due to a blood glucose level of 39 mg/dl. The customer also reported having difficulty with calibration errors and change sensor alerts. Blood glucose level at the time of this incident was 178 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.